Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal and proximal damage, with struts lifted and bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38x3.00m promus elite drug-eluting stent was advanced but failed to cross the lesion. During the second attempt, the device still failed to cross and the stent strut got ruptured. The procedure was completed with another shorter length promus elite stent. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed located in the severely calcified artery. Pre-dilatation was performed before advancing the device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38x3.00m promus elite drug-eluting stent was advanced but failed to cross the lesion. During the second attempt, the device still failed to cross and the stent strut got ruptured. The procedure was completed with another shorter length promus elite stent. No patient complications were reported and the patient's status was stable.